Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for failure to advance, kink, or shaft separation from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the mid to distal left anterior descending artery. After rotablation and pre-dilatation was performed an attempt was made to cross the lesion with a 2.5x38 mm xience xpedition stent delivery system (sds); however, the sds failed to cross and during the attempt the proximal shaft kinked. When the sds was retracted from the anatomy, the proximal shaft separated. Two non-abbott stents were used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.